Event description:
It was reported that the patient has expired. No further details were reported. Through follow-up with the health-care provider, no additional information regarding this event was learned. The cause of death remains unknown.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider, a copy of the operative report for the date of (B) (6) 2003 was received. No further details regarding this event was learned. The cause of death and date of death remain unknown. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.